Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was an issue with grab and move on arms 3 and 4. When using the feature, arms keep swinging freely when released, until stopped by hand. Arms 1 and 2 did not behave the same way. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained the behavior may be pronounced if the patient side cart (psc) was standing on an uneven surface, but caller pointed out it did not affect arms 1 and 2. The tse had the caller check clutch button functionality on arms 3 and 4. Brakes disengaged and engaged as expected. Caller also stated that isi clinical sales representative (csr) had been present during surgery and informed users he did not think the reported issue was normal behavior of the system. The tse checked logs but no errors explaining the issue were present. Caller confirmed that the issue did not affect usability of the system and there was no impact to procedures. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc (isi) field service engineer (fse) contacted the customer and explained that system grab and go feature releases all brakes so if there is any uneven flooring the full setup joint (suj) will move with gravity. The customer was advised that grab and go feature should be used with user having full control of arm and not to let go. No site visit was conducted. The system was working properly, and no additional action was required.